Event description:
Report received of an unrequested bolus dose during pump set-up. The customer reported that the pump was sitting on the counter in the pacu and not connected to a patient. The nurse, in the process of programming the pump, placed a syringe of unspecified medication in the pump. The pump delivered an unrequested 2mg dose of medication onto the counter. The nurse removed the pump from clinical service and utilized a different pump for the patient's pain management therapy. Though requested, no further information was available.